Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the eyelet of the alphavent knotless biocomposite broke as we were malleting it into the pilot hole of the femur.